Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. All keypad buttons were intermittently unresponsive during testing and required multiple presses to elicit a response. During investigation, evidence of contamination was found under all keypad contacts.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that over the past week the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. The patient confirmed there was no trauma to the pump. The patient denied tearing or peeling of the keypad. The patient stated they were able to use the pump safely but it takes a while to enter correct amount. The patient reportedly wore the pump exterior to garment and did not clean the pump. This report is made based on the allegation of the keypad response issue.